Event description:
Philips received a complaint on the heartstart mrx indicating that the device is failing the operational check. There was reportedly no patient involvement. The device was evaluated on site by the field service engineer (fse). The device was found to have a malfunctioning high voltage capacitor. The high voltage capacitor was replaced, and the device passed all testing and was now back in customer use. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.